Event description:
Complaint that nurse plugged in vital check machine and it gave pt a shock. No pt injury. This occurred as the nurse was plugging unit into the wall socket. Nurse claims it gave pt a shock and pt required hospitalization for several days due to "trauma".